Event description:
The customer reported that there was an error message on the 9900 system. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an on site investigation. The service rep reloaded the system software. The system was tested and is operating as intended.